Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Continued from b5: an unspecified whisper guide wire was returned frozen inside the 3.0 x 23 mm xience xpedition stent delivery system. No additional information was provided. Stent: xience xpedition; inflation: indeflator; and rhv: y-connector. The UDI is unknown because the part number and lot number were not provided. The xience xpedition referenced in b5 and d11 was filed under a separate medwatch report. Evaluation summary: the device was returned for analysis frozen inside the xience xpedition sds. The reported difficult to remove was able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal left main artery that did not have any tortuosity. A 3.0 x 23 mm xience xpedition stent delivery system (sds) was used and did not meet any resistance during advancement. However, there was a kink in the shaft of the sds when advancing it inside the guiding catheter. It was then not possible to inflate the stent delivery balloon at 12 - 14 atmospheres (atms). Therefore, the indeflator was replaced with another one and a contrast mix of 50/50 was used; however, the balloon still would not inflate. It was then noted through stentboost that the proximal and distal struts of the stent were flared. The balloon was inflated again at more than 20 atms, and the stent was able to be deployed. However, the balloon could not be deflated. There was a failed attempt to perforate the balloon with an unspecified guide wire, two indeflators and a y-connector. The balloon stayed inflated for 28 minutes and the patient experienced chest pain due to the balloon occluding the left anterior descending artery; however, there were no changes in cardiac electrical activity. Additionally, the blood pressure was normal. The balloon was then gently pulled into the guiding catheter; however, the balloon became torn inside the guiding catheter. A 3.0 x 8 mm xience xpedition stent was then implanted to appose the proximal stent to the lesion. The 3.0 x 23 mm xience xpedition stent did not move from the lesion. When the sds was pulled out of the anatomy, the shaft separated where the kink was. Therefore, the device including the balloon were removed with the guiding catheter as a single unit, and the patient was sent to the intensive care unit (ICU). Their condition improved a few hours later.